Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided results of third-party testing after reprocessing in accordance with the instructions for use (IFU) where the results were negative for growth. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: air valve unit is damaged (mismatch in the position of the attachment groove of the venting connector). Mouthpiece has a defect, control unit mount is damaged. Deposit found in the inner surface of the biopsy channel, biopsy channel is deformed however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of coagulase-positive staphylococci which did not conform to the standards. This device will be reprocessed and tested again using a new sample. Once the device is conforming, the scope will be sent for evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not confirm if there were any deviations or deficiencies concerning reprocessing of the scope. The customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the instrument channel and suction channel during the precleaning process. During the manual cleaning process, the customer uses anios detergent and brushes the instrument channel port. The brushes used during this process were not specified. The customer confirmed that this device passed the leak test. The scope was manually disinfected with anios. It was also confirmed that all channels were flushed and immersed into the disinfectant. The machine used during the automated endoscope reprocessor (aer) treatment or products used were not provided. The scope is dried using blown compressed filtered air and is stored in a simple storage cabinet. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The customer did not confirm if the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 11 colony forming units (cfus) of varies bacterial micro-organisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.